Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures for a week prior to her office visit on (B)(6) 2014. The physician stated that the increase in seizures was due to end of service; however, diagnostic results indicate that the patient¿s device was not at end of service. There were no changes in medication. The patient¿s device settings were increased but did not improve the patient¿s seizure frequency. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Implant date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator; therefore, the implant date is being updated. Explant date, corrected data: previously submitted MDR inadvertently omitted this information. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.

Event description:
Additional information was received revealing the patient had surgery where the generator was replaced.